Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir air bubbles. The customer blood glucose reading was 200 mg/dl. Troubleshoot was performed. The customer said there is a smell near the o-ring. The size of the air bubbles are 0.5 cm but they were many of them. The reservoir will not be returning for analysis.